Manufacturer narrative:
Investigation pending.

Event description:
Caller reported that replacement meter (triage meter pro) is intermittently not powering up each time she presses the power button. She stated that the cords and meter feel hot. Caller had inserted batteries into the meter at 10:00 am, but meter was not turning on. Later, upon opening battery compartment cover, caller discovered melted batteries.